Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported that the patient reported leaking from the pigtail extension set of the pump to the male adapter. Patient could not receive full dose of 5-fu home infusion. They had over 20 leaking extension sets at our facility. Countless contaminations and exposures of patients from these leaking devices. Customers know that they were ll-2s male adaptors and the female swivel adapters.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: no lot number was provided; therefore, a device history record (DHR) review could not be conducted. D3, g1, and g2 email is: (B)(6).